Event description:
Information was received from a patient who was implanted with a neurostimulator for parkinson's dual and movement disorders. It was reported that every once in a while the patient's leg shakes hard and the last two nights she has not been able to sleep. The issues began occurring in (B)(6)2016. Emi exposure was reported as the patient stated she recently had an x-ray at a dental exam. The patient confirmed that her stimulation was on and ok. The patient also stated that the health care provider (hcp) had problems adjusting the implantable neurostimulator (ins); the manufacturer representative (rep) performed to adjustment. This issue occurred in (B)(6) 2015. It was later reported that on (B)(6) 2016 the patient's leg started tremoring and it would not stop; the patient stated the tremors hurt. It was noted that the patient's husband increase the stimulation to 3.3v.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.